Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation, one of which shows a pbbcs sample in the blister package with a red circle drawn around the sleeve. The 2nd photo shows the material and batch number. Neither photo displays the customer's reported defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported during use of bd vacutainer® push button blood collection set, 3 devices exhibited sleeve function defects where the sleeve failed to cover the np needle when changing collection tubes. There was no health impact or consequences reported.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) hospital. D.2. Medical device type: jka. D.3. Common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of bd vacutainer® push button blood collection set, 3 devices exhibited sleeve function defects where the sleeve failed to cover the np needle when changing collection tubes. There was no health impact or consequences reported.